Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. Investigation: the device was received in a decontaminated condition. Optically, the device is in good condition. The lever and screw are separated from the air hose. The complaint has been investigated by the manufacturer of the device (rotomed ag) as well as internally by the responsible manufacturing plant with the following findings provided: - a clear investigation was not possible due to the fact that the device had been cleaned prior to return. Therefore, no residue (e.g. Glue residue) was present on the threads of the loosened screw. - due to the technical design, it is hardly possible that a reverse torque occurred (e.g. Intraoperatively) which may have led to the loosening of the screw. - theoretically, it is possible that there was no glue on the screw at all due to a manufacturing failure. However, the screws are tightened by a torque of 19 ncm which would lead to basic stability. - to date, loctite 241 has been used to fixate the screws at the lever. After consulting the manufacturer, the glue has been changed to loctite 648 which should improve fixation. - there were no parts of the complaint lot number in stock anymore. - ten pieces in the incoming goods inspection were checked with torque test equipment. The required torque of 8 ncm could be confirmed. Furthermore, glue residue was present on the screw threads. Batch history review: the device quality and manufacturing records were reviewed for this lot number and found to be according to specifications, valid at the time of manufacturing. One similar complaint has been received from the same hospital for this lot. Conclusion and root cause: after the investigation, a clear conclusion cannot be drawn. It is possible that a manufacturing related error let to the described failure (not correctly tightened screw). Corrective action: a product safety case has been initiated to evaluate the risk of this issue. (Ref. Psc-2019-049) a supplemental report will be submitted upon its completion.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the device intraoperatively. While using the elan 4 air motor hose with hand control, the connection pin and lever came off the hand control. This occurred during a spinal surgery. The pin fell into the operative area but was retrieved immediately. There was a delay of less than 15 minutes noted. Additional information was not provided.